Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #3006705815-2016-00529. It was reported the patient underwent an implant procedure where two cerebrospinal fluid leaks had occurred. One of the punctures required a blood patch. The procedure was extended by 75 minutes. The patient was asymptomatic following the procedure and effective therapy was established.